Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a fault on the display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4).a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a fault on the screen was confirmed during product evaluation. This condition was caused by a faulty user interface module (uim) display. The uim display was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.